Event description:
On february 26, 2010, the facility representative reported to baxter global technical services one colleague cxe volumetric infusion pump in which damaged battery occurred. The incident occurred during patient therapy and therapy was interrupted. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
The device has been requested for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4).